Event description:
Healthcare professional reported "rupture/deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued d6a implant date: partial implant date provided of "2011." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.